Event description:
It was reported that two closed reductions were performed on (B)(6) 2017 and (B)(6) 2017 on the right hip requiring a revision surgery on (B)(6) 2017. No delay to procedure reported.

Manufacturer narrative:
The associated complaint devices were not returned. (B)(4) - the clinical information provided, of the pain, metallosis, a large pseudotumor and extensive bone loss, may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. ¿ it is unknown what impact that his congenital bone deformity in his right hip had on the wear of the bhr components. (B)(4) ¿ the root cause of the dislocations cannot be concluded with the information provided. (B)(4)¿ the dislocations may have been caused by the ¿extremely large fluid collection and hematoma with the fluid volume being reported at over a liter. As for the infection that was discovered but not named/identified, was most likely hematogenous in nature as it was discovered with the 1st revision and 8 years after the primary surgery. It is unknown if the combination of components contributed to the dislocations. The root cause of the continued dislocations could have been the continuing build-up of fluid and the formation of heterotopic ossification. The root cause for the ¿heterotopic ossification¿ cannot be concluded but some patients can be genetically predisposed it is a known complication of joint surgeries and is related to the procedure and not the device. This revision did not involve any smith and nephew components. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and the dislocations may have been caused by the ¿extremely large fluid collection and hematoma with the fluid volume being reported at over a liter. As for the infection that was discovered but not named/identified, was most likely hematogenous in nature as it was discovered with the 1st revision and 8 years after the primary surgery. It is unknown if the combination of components contributed to the dislocations. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.